Event description:
The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure using ruby coils. During the procedure, the pusher wire of a ruby coil became fractured prior to use. The procedure successfully continued using a new ruby coil.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.